Event description:
It was reported that the bronchovideoscope had the light turn off when applying angulation. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed, which was likely due to the image disappears when the camera was tilted upward. The most probable cause suggested that the imaging cable in the bending section may be broken or shorted. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.